Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The evaluation and repair of the device has not been completed therefore a conclusion cannot be drawn at this time.

Manufacturer narrative:
Covidien reference # (B)(4).